Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the blower assembly, blower cap, blower chassis, blower bellow, blower mounts, main housing, rear cover, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board will need to be replaced due to dust and dirt contamination, blower motor will need to be calibrated and the software will need upgraded, which was not related to the malfunction/issue. After receiving further information, the device was re-evaluated by the third-party service center and customer's complaint was not confirmed. The device passed the evaluation as specified in the service manual. Additionally, the device was scrapped. The reported failure of a "service required" code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the blower assembly, blower cap, blower chassis, blower bellow, blower mounts, main housing, rear cover, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board will need to be replaced due to dust and dirt contamination, blower motor will need to be calibrated and the software will need upgraded, which was not related to the malfunction/issue.